Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 2182269-2020-00119. During a monopolar ablation case, the probe and surrounding insulation started smoking and the physician and patient were burned. The generator showed the temperature to be 18 c and did not show that it was increasing. The probe and surrounding insulation started smoking. The physician removed the probe from the patient, and their hand was burned through the glove. Additionally, the patient was also burned. The probes and needle were exchanged, and the generator was used to complete the procedure. There were no alarms or indication that the probe was heating past temperature; the screen still showed 18 c. The patient was in stable condition.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. System log files from the reported event date have been reviewed and included which indicate multiple procedures with periods of abnormally high impedance, ¿check ground pad and electrode connection¿ and ¿no thermocouple¿ messages displayed. No periods of overtemperature were recorded or reproduced during the evaluation performed. Functional testing performed confirmed user defined target temperatures were successfully achieved during the application of rf energy. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as intended during the evaluation period.